Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that "blockage alarm was generated, and it recovered when the pump was replaced. Due to unknown reasons, three related samples of pumps, tubes, and cassette were sent back together." This occurred during infusion at patient's home. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used decontaminated sample of the suspected device was received without its original packaging for investigation. No damage or anomaly were observed. In attempts to replicate clinical use the cassette was filled with 100 ml of sterile water using an ICU medical provided syringe and inserted into a cadd solis pump. The cassette was primed with 10 ml. No difficulties filling the cassette were observed. No alarms or difficulties priming were observed. The complaint of blockage alarm could not be confirmed or replicated. A device history record (DHR) review could not be performed as the lot number was unknown.